Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿occlusion¿ with a potential root cause of "secondary foreign matter". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z03 product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the all silicone catheter product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the anti reflux device partially clogs due to the heavy sediment in the patient urine. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the anti reflux device partially clogs due to the heavy sediment in the patient urine. No medical intervention was reported.